Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer observed that the harmonic ace instrument's jaw was loose. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken. The broken piece measuring approximately 0.430" x 0.083" was missing and not returned with the instrument. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.